Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported falsely elevated sodium and calcium results on two patients generated on the architect analyzer. The results provided were: pt#1 on (B)(6) 2018 ca =14.5 / repeated x2 = 10.2 / 10.0mg/dl (normal range = 7.9-10.7mg/dl); pt#2 (B)(6) 2018 sodium(na) = 120mmol/l / repeated x2 = 138mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
Correction to the information provided in section adverse event; describe event as the sodium results provided were falsely decreased but the initial submission stated falsely increased. Included a new device code in section h device manufacturer; (B)(4) for the falsely decreased sodium results. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no further patient information provided by the customer.

Event description:
The customer reported falsely decreased sodium and falsely elevated calcium results on two patients generated on the architect analyzer. The results provided were: pt#1 on (B)(6) 2018 ca =14.5/repeated x2 = 10.2/10.0mg/dl (normal range = 7.9-10.7mg/dl); pt#2 (B)(6) 2018 sodium(na) = 120mmol/l/repeated x2 = 138mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
A review of the service history for architect c4000, serial number (B)(4), found ongoing troubleshooting for qc and patient result fliers from (B)(6) 2018. On (B)(6) 2018 the customer determined the discrepant results were generated from cuvette 49 and found a black piece of plastic in the bottom of the cuvette. The source of the plastic could not be determined as the cuvette segments were not damaged. No subsequent instrument related erratic or discrepant results have been generated since the plastic was removed from cuvette 49. A review of complaint and trending data for cuvette list number 01g46-02 did not identify an issue or trend. A review of architect c4000 tracking and trending data identified no issues or trends related to the current complaint. The architect system operations manual and c4000 system and support manual provide labeling regarding operational precautions and limitations of result interpretation, maintenance, component replacement, and troubleshooting for the reported issue. Based on the investigation, no product deficiency was identified for the architect serial number (B)(4), or the cuvette, list number 01g46-02.